Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The investigation of the complained wire tightened shows that the adjustable screw is indeed broken off. The exact cause of this reported problem is unknown; the condition is indicative of too much applied force during the procedure.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the instrument was discovered to be broken on (B)(6) 2012. It is unknown where this occurred. The consultant reported the material was rusted, and could be cracked. No additional information is available. This is report 1 of 1 for complaint (B)(4).